Event description:
Customer reported that a known positive donor sample came up as negative on a galileo, but it scored as a 2+ on the other galileos.

Manufacturer narrative:
A service call was made. The washer manifold was not level. The washer was replaced, and the instrument performed as expected.